Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the integrated electrosurgical unit (iesu) [erbe] was not turning on. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the customer that they had verified that the power cable from the erbe to the wall was connected on both ends. The customer then changed outlets with no change. The customer was going to bring in another vision side cart (vsc) to complete the case. The customer did not have an energy activation cable. The tse advised customer that they could also put the foot pedal from the external generator next to the surgeon if the secondary vsc was not available. The customer requested service as soon as possible. The customer was in the non-da vinci part of the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported issue. The fse replaced the integrated electrosurgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. The erbe was returned to isi for failure analysis (fa). Fa investigation confirmed and reproduced the reported failure, "erbe not turning on." The unit was placed on an in-house system under normal mode and confirmed as faulty.